Event description:
A customer reported to beckman coulter inc., (bec) that the coulter lh 780 hematology analyzer recovered intermittent high mean corpuscular hemoglobin concentration (mchc) values and a few drops of clear fluid were observed dripping from the left side of the red blood cell (rbc) bath. The leak was contained within the unit. The operator was wearing appropriate personal protective equipment (ppe) consisting of a lab coat, gloves, and eye protection. There was no exposure to mucous membranes or open wounds. No one sought medical attention. The customer did not review the material safety data sheet (msds). There is an exposure/risk management plan available at the facility. No discrepant results were reported out. The patient samples were rerun on another instrument and reported as correct. Instruments printouts were requested for further evaluation, but were not provided to access impact to results of hemoglobin (hgb) and rbc. There was no death, injury or effect to patient treatment.

Manufacturer narrative:
Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. The rbc bath may contain blood, controls, and diluent during normal operation, and cleaner during shutdown. A field service engineer (fse) was dispatched on (B)(4) 2012 and replaced o-rings on rbc bath 1. The fse also checked all plastics for cracks, but was unable to see any defects. The fse indicated that if problem reoccurs will need to replace parts for bath as this is the second time o-rings have been replaced in the last couple of weeks. Failure mode for this event is unknown.